Event description:
Abutment and abutment screw replacement surgery. Pain when loading reported as clinical sign. Component replacement took place on (B)(6) 2023.

Manufacturer narrative:
The most probable root cause for wear is repeated overload.